Event description:
Customer reported a positive advia centaur troponin ultra patient result to the physician. Six hours later, a second sample from the same patient was tested and the result was negative. The original sample was retested and the troponin ultra result was negative. The patient was admitted based on the original result but no intervention occurred. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.